Event description:
It was reported that the user experienced sensor issues with a dexcom g7 used with the ilet system, including a pairing failure with the responsible device not identified, which was associated with a hyperglycemia event. Symptoms included elevated glucose consistent with hyperglycemia. Outcomes included transient impact without hospitalization. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no confirmed device malfunction of the ilet and no responsible device identified for the pairing failure. It was concluded that the cause of the hyperglycemia was unclear and that the event was related to sensor performance and pairing difficulty rather than a confirmed ilet malfunction. The device has not been returned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.